Event description:
Additional information was received, it was reported the cause of the stimulation turning off was the patient's error. The patient called manufacturer and resolved the error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was on friday the pt went to check their therapy settings since they were not feeling stim in their legs or back. Pts battery for the controller was at 100% and the ins was at 90%. Pt went to see what stim program of abc was on but it said stimulation was off for it was not allowing to turn therapy on at all. During call pt turned stimulation on; pt verified they were on group b and stim was turned on. Pt said their controller battery was at 100% and the ins was at 90%; pt said that was not possible since they had not had stimulation since friday. Pt wanted to charge the ins and when doing so they were able to recharge at excellent. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.